Manufacturer narrative:
This report is for an unknown threaded bars/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wagner, d. Et al (2019), fragility fractures of the pelvis treated with trans-sacral bar fixation in s1 - retrospective study of 79 cases, orthopaedic trauma association, vol. Xx no. Xx, page 1 (germany). The aim of this study is to present an operative technique to treat fragility fractures of the pelvis by using the trans-sacral bar in s1. Between 2009 to 2017, a total of 79 patients (6 male and 73 female) with a mean age of 76.7 ± 9.5 years (50-95) were included in the study. Surgery was performed using a synthes trans-sacral bar. The follow-up period was 206 ± 151 weeks. The following complications were reported as follows: 3 patients (4%), who were not included in the follow-up, died. There was a mortality of 27% during follow-up, 1 patient died during the hospital stay. The patients died in average 158 ± 109 weeks after discharge. The reason for death was not related to the pelvic operation. 16.5% underwent an operative revision (5% evacuation of hematoma, 5% peri-implant infection, 10% hardware removal - combinations possible). In 1 patient, the trans-sacral bar was removed due to malpositioning. This report is for an unknown synthes threaded bars. It captures the reported event of operative revision (evacuation of hematoma, peri-implant infection, hardware removal). This is report 1 of 2 for complaint (B)(4).